Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per a journal article, in laryngology and otolaryngology published, may 30, 2013 (pages 1-7); it was reported that there have been seven cases of skin overgrowth, all of which have been managed surgically. It was also reported that there have been three cases of loss of osseointegration that have resulted in fixture loss. Patient information was not identified in the journal article. Attempts to obtain patient information have been unsuccessful.